Event description:
The contact reported that an or scrub tech was struck in the eye, by the metal nose piece, which came through the outside of the mask. The wearer was seen in the ER and treated with antibiotics. No long term effects.